Manufacturer narrative:
The returned component was examined and microscopically evaluated at a magnification of 10x. No visible defects were noted. This incident was determined to be out of the scope of the general asr reporting parameters. The final decision was to treat this incident as an unusual event. If add'l info becomes available, a f/u report will be provided.